Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: one (1) loss of resistance (lor) syringe was returned. During visual inspection a crack was found on the syringe barrel between the 2.5ml and 7ml marks. For a functional testing filled the syringe with water applied pressure and found that water leaked from the crack. The reported event was confirmed. The manufacturer does not carry out 100% inspections during the manufacturing process. However, there are no factors within the process that could have caused the crack. Therefore, it is possible that the crack occurred before the product was received or after it was shipped, but a clear cause could not be identified. A device history record (DHR) review could not be performed as the lot number was unknown.

Event description:
It was reported that there was a leaking from the device. The event occurred during patient use at the facility. There was no reported patient harm/adverse event.

Manufacturer narrative:
B3: day unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.